Event description:
It was reported that the ilet user¿s continuous glucose monitor (cgm) had expired and no replacement was available, leading to confusion about operating the ilet without a sensor and a request for guidance on using bg run mode. The agent provided education on temporary bg run use and advised contacting the healthcare provider for a sensor sample. Symptoms included hyperglycemia peaking at 269 mg/dl. Outcomes included user education on operation without a sensor and instructions for contingency planning. Investigation included customer interview, use review, and education on device operation in bg run mode. Investigation of this case revealed no device malfunction and that the event was related to use without an active sensor and user misunderstanding of device capabilities. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate supply of sensor consumables combined with user misunderstanding of labeling and training and not starting a new sensor.